Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment involving 7 onyx vials. During the onyx injection near the end of the procedure, it was reported that there was low radiopacity of the onyx as well as in consistency as it was coming out of the catheter. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Radio-opacity tests were performed on retained samples from the same lots and were found to be within specifications. The other devices involved in the event are as follows: model: 105-7100-060 / lot: 9852961, dom: 14 jan 2014 exp: 12 nov 2016 (qty. 5). Model: 105-7100-060 / lot: 9869584, dom: 13 feb 2014 exp: 19 dec 2016. (B)(4).